Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic separation occurred and sheath obstruction. The physician noted the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was broken and blood and fluid were leaking. Also, the pentaray® could not make it through the sheath. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. There was no patient consequence. The customer¿s reported issue of resistance with the sheath is not considered to be MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is MDR reportable for the hemostatic valve separation.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic separation occurred and sheath obstruction. The physician noted the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was broken and blood and fluid were leaking. Also, the pentaray® could not make it through the sheath. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and microscopic examination of the returned device. The device was inspected, and the hemostatic valve was not found in the hub component. The shaft was damaged with a bent between ring 3 and 4. No brim cap, no silicone ring, and no dilator were found. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. Internal action was initiated to address the root cause for the resistance issues with the sheath. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal action related to the reported complaint condition were identified in this evaluation. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the customer reported hemostatic valve separation issue. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the resistance with the sheath. Investigation findings: mechanical problem identified (c07 / investigation conclusions: cause not established (d15) as related to the bent in the shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)